Event description:
During a replacement procedure for normal eri, electrocautery was used. The device pocket was opened and it was noted that the radiofrequency antenna partially detached from the header of the device. The device was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported device was received for evaluation and the reported event of header damage was confirmed. Visual inspection was performed and revealed scratches on the header, and the rf antenna wire was broken. The damage appeared consistent with implant/explant damage.